Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced four bent cannulas, which led to high blood glucose level event on (B)(6) 2026. Due to the event, the patient's blood glucose level was around 300mg/dl and was treated with a pen and replaced the set. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.